Event description:
It was reported that the user experienced a hypoglycemia event with a measured blood glucose of 42 mg/dl, self-treated with oral carbohydrates including honey, glucose tablets, and juice, then ate breakfast, after which glucose rose and stabilized around 103 mg/dl; the device problem and component were not determined due to insufficient information. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.